Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient had left knee replacement index outside of cors scope. The patient underwent knee revision to treat the pain and dysfunction and mechanical problem. Only changing the poly on (B)(6) 2015 . Then patient had infected prosthesis left knee and all components exchanged on (B)(6) 2016. This pi is for 2nd revision due to infected prosthesis.